Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker and right ventricular (rv) lead, the lead would not easily insert into the device header. It was noted that the opaque white housing near the terminal end of the lead was bunching and not allowing for full insertion, however, after three tries, the lead was successfully inserted into the device header. The patient experienced 9 seconds of asystole during this time until the lead was fully inserted into the device header and pacing could be established. A pre-discharge check the following day noted no anomalies. No adverse patient effects were reported. This product remains implanted and in service.